Event description:
Adverse event(s): "the pt impact is unk" (no known impact or consequence to pt). Product problem(s): "no illumination coming from the lio" (inadequate lighting). The customer reported that there is no illumination coming from the laser indirect ophthalmoscope (lio). The surgeon rescheduled the cases and used his portable laser from his office. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4).